Event description:
It was reported that after having implanted the intraocular lens (iol), the surgeon noticed that one haptic was floating in the chamber, disconnected from the optics. The iol was removed immediately and replaced with another lens. Through follow up, it was confirmed that the second lens implanted subsequently had to be removed due to use error. A new iol was reordered and implanted on the 6th of july. It was indicated that the incision was enlarged, and sutures were used. No other interventions reported. The patient is j+7 and according to surgeon is ok post-op. No further information is available.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect date (jul 28, 2022) was inadvertently entered in section "b4 -date of this report" of the initial MDR report. The correct date that should have been entered is jul 29, 2022. This supplement is being submitted to correct that information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: section g3: upon further review it was discovered that the follow-up report #1, section g3 date provided was submitted with a typo in the month (august). The correct date is (B)(6) 2022. Therefore, this follow-up #2 is being submitted to provide the corrected data. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 03-aug-2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: two intraocular lenses (iols) were returned for evaluation. One lens is associated with this complaint and one lens is associated with the replacement suspect lens (however, no identification was provided). Hence, we evaluated both returned products. Visual inspection using magnification was performed to the returned lenses. One lens was received cut in half (one half missing), and with both haptics detached (one missing). The received haptic was observed to be bent. The lens was cleaned and, no further issues were observed. The other lens was received coated in viscoelastic residue and with one haptic bent. The lens was cleaned and a scratch was identified on the optic body. No further issues were observed. The complaint issue was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.